Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5246966. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13 x 100 mm 3.0 ml bd vacutainer® plus plastic sst tube had the tube tops coming off. No injury or medical intervention reported.